Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Patient called and reporting issue with pump. Customer explains receiving button error on the pump. Patient explains not recalling any significant events leading to the keypad issues. Customer is advised to observe time clock for one minute to verify is time advances. Customer is advised to discontinue use of the pump and revert back to health care providers instruction. Pump will be returned for analysis.